Event description:
It was reported that during a gastrectomy procedure, blade error happened. Washing and reattachment had no effect. Third one could be used normally. There is no adverse consequence for the patient.

Manufacturer narrative:
11/2005. The analysis results found that devices a and b were returned with the blades scratched and cracked. Due to the damage to the blades, it was confirmed that the devices were non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the mfg process.